Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his insulin pump gave him a no delivery alarm. The customer is experiencing high blood glucose. The customer stated that he experienced the issue one to two times a week and believes that the infusion sets are the problem. The customer stated that he uses the quick-sets. The customer's blood glucose was not specified at the time the issue was reported, however, he stated that he had high blood glucose. Customer also reported that the cannula is kinked or bent. Customer stated that there was no need to do troubleshooting. Nothing further reported.